Event description:
It was reported that the patient experienced redness and an erosion over the pump pocket site, following a pump pocket revision. The skin was "beginning to flake." The revision, performed in (B)(6)2010, moved the pump from the patient's right side to the left side abdominal area. No information regarding the medication, concentration, or dose in the pump was provided. No further details, patient symptoms or outcome were provided. Additional information was requested but not provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)